Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the returned battery pack component confirmed the reported issue. The battery pack underwent bench testing, which concluded that the battery cells were depleted. Once a new battery was installed it was identified that the AED is functioning as designed and can stay in service.

Manufacturer narrative:
Analysis of the returned battery pack component confirmed the reported issue. Bench testing determined that the battery cells were fully depleted. The customer initially reported that the AED functioned as intended after installing a new battery; however, they later stated the device would no longer provide voice prompts, even with the new battery installed. The affected AED unit was not returned for evaluation; therefore, the root cause of the reported issue could not be determined.based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.